Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed a deformed helix resulting to unsuccessful helix mechanism test. Also, stylet insertion test has passed without anomaly indicating no blockage in the lumen. A helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.